Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message with this set of electrodes attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical for evaluation. Visual evaluation found the self test jumper wire was found to be disconnected. This would not prevent the device from delivering therapy if necessary and only impacts the self test. The electrodes were scrapped and the customer received a replacement. No trend is associated with reports of this type.